Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that during an implant procedure while physician was extending the lead, it brake. This lead was then successfully replace prior to pocket closure. No adverse patient effects were reported.